Manufacturer narrative:
H.6. Conclusion code 2 added.

Manufacturer narrative:
The gore® dryseal flex introducer sheath instructions for use states, caution: do not attempt advancement of the sheath without the dilator and guidewire in place. Major bleeding, vessel damage, or serious injury to the patient, including death, may result.

Event description:
The following information was reported to gore: on (B)(6) 2020, the patient underwent endovascular treatment of an abdominal aortic aneurysm with a gore® excluder® aaa endoprosthesis. A gore® dryseal flex introducer sheath was used for access. The trunk-ipsilateral leg endoprosthesis was deployed without issue. When the sheath was advanced to deploy an aortic extender endoprosthesis, the distal portion of right limb unintentionally moved proximally. The aortic extender endoprosthesis was deployed without issue. Angiography revealed a localized dissection in the right common iliac artery. An additional stent graft was deployed to extend the device distally. The patient tolerated the procedure. It was reported that the calcification was noted in the right and left common iliac artery. The fsa stated as follows: the sheath was advanced without dilator when it was advanced to deploy aortic extender endoprosthesis.